Manufacturer narrative:
This report is submitted on july 11, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to a recurrent infection (non-device related). Re-implantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on august 28, 2023.